Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum a+ infusion pump that the customer stated instead of administering fentanyl with a concentration of 1000 mcg/100ml at 10ml it administered 100 ml. The infusion was initiated at 22:15. The drug event library was not noted to be programmed for medication, a generic setting was used: no med. The issue was noted at 23:10 that the patient received the whole bag in less than an hour, was pushed 100 times faster, and was high as a kite. The patient was intubated with vital signs within normal limits before the event, during the even the patient was less responsive and blood pressure (bp) dropped, and after the event the blood pressure (bp) was normal and patient responsive. The patient was given narcan and the event did not prolong the patient¿s hospitalization. The patient was not discharged home but to an outside facility. There was patient involvement and a delay in therapy. However, no report of patient harm and no adverse event.

Manufacturer narrative:
The device was returned for evaluation and was self-tested and visually inspected. The service center pulled pump logs which were analyzed by engineering finding the below listed activity on channel 1 of the triple no infusion activity on channels 0 or 2. In particular, analysis found two infusions delivered approximately 111 ml in 1:06 hrs of infusion time over the period on 01/09 of 21:55 thru 23:09. These infusions were programmed as simple delivery (no medication specified) to deliver at 100 ml/hr. Analysis finds they delivered as programmed within pump design delivery accuracy tolerance. Self-test passed. Customer complaint wasn't confirmed that the device is malfunctioned. The device passed the accuracy test correctly. Device passed all pci testing and the probable cause was incorrectly entered in the info into the device programming. The customer¿s reported incident was confirmed (except for the time range being 2155-2309 instead of the reported 2215-2310). As the customer reported expecting delivery of 10 ml over the hour while the pump was found to be programmed for a rate of 100 ml/hr, engineering evaluates, in response to customer query, that the probable cause was human action.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum a+ infusion pump that the customer stated instead of administering fentanyl with a concentration of 1000 mcg/100ml at 10ml it administered 100 ml. The infusion was initiated at 22:15. The drug event library was not noted to be programmed for medication, a generic setting was used: no med. The issue was noted at 23:10 that the patient received the whole bag in less than an hour, was pushed 100 times faster, and was high as a kite. The patient was intubated with vital signs within normal limits before the event, during the even the patient was less responsive and blood pressure (bp) dropped, and after the event the blood pressure (bp) was normal and patient responsive. The patient was given narcan and the event did not prolong the patient¿s hospitalization. The patient was not discharged home but to an outside facility. There was patient involvement and a delay in therapy. However, no report of patient harm and no adverse event.

Manufacturer narrative:
D9 - the device was received february 14, 2022 for evaluation. Updated information in section d9 and h3.corrected information in section b1, b2, h1.